Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side ¿ruptured the inspira smooth silicone gel filled breast implant during surgery¿. Explant surgery was performed (B)(6)2022 for a previously reported ¿capsular contracture baker grade iii¿. Device has been explanted and replaced.